Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, no pre-close technique used in an access site greater than 8f. For access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique is required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted using a proglide device with a 8.5f sheath after an electrophysiology procedure. Reportedly, when the plunger was removed, no suture was present. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, no pre-close technique used in an access site greater than 8f. For access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique is required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted using a proglide device with a 8.5f sheath after an electrophysiology procedure. Reportedly, when the plunger was removed, no suture was present. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.